Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with an infusion set (23 in tubing, 6 mm cannula) experienced a brief episode of elevated glucose per dexcom g7 while driving, with no ilet alerts and no observed leakage or site issues; glucose had been stable earlier, and recent intake included half a banana and coffee with artificial sweetener. Symptoms included dizziness, though the user was unsure if this related to a prior stroke. Outcomes included no prolonged out-of-range glucose, no assistance from others, and no medical intervention or hospitalization. Investigation included user interview and review of device performance as feasible. Investigation of this case revealed no ilet alerts, no observable infusion set or site abnormality, and no confirmed blood glucose by fingerstick at the time, so the cause remained unclear and device malfunction could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.